Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient¿s right ventricular (rv) lead was failing to capture and was over-sensing atrial activity. Fluoroscopy was performed which showed the rv lead was dislodged. The patient was asymptomatic. During the revision, the helix of the lead was unable to be retracted. The rv lead was explanted and replaced. The patient was stable throughout.